Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a symptomatic patient presented for follow-up in clinic, device was found to be in backup vvi. The patient was generally feeling unwell and experiencing palpitations. A device restoration was performed successfully. The patient was stable and will continue to be monitored with regular follow-up.